Event description:
It was reported that during the extraction procedure of this lead a small piece of a lead broke off and was unable to be retrieved. The piece of metal is present in the patient's cardiac space. This lead was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).